Manufacturer narrative:
Due to character limit d10 concomitant products- the polygraph in the catheterization laboratory is manufactured by nihon kohden. The angiographic equipment is manufactured by philips. Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra aortiv balloon pump(iabp), noise appears on the electrocardiogram on the monitor of the angiography device when pump was connected. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h11. Upon further review, it was determined that in this case, there seems to be noise in the ECG waveform on the angiographic device (non-getinge product) display only and there was no malfunction identified with cardiosave and is functioning normally. Therefore, it is not a valid complaint and is not reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.